Manufacturer narrative:
The device was not returned to olympus for evaluation. Instead, it was sent to a third-party complaint evaluation team on 22dec2023. During inspection and testing, the allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, at the end of a procedure, the resection sheath for resectoscopes ceramic tip was damaged. The therapeutic transurethral resection of the prostate (turp) was completed using the subject device. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.